Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/17/2019. Unit is giving a check vent alarm 102. Provided parts ID for the mc battery and discussed 3rd party availability and installation. No resolution and disposition was identified. No root cause identified the unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator generated a primary-test failed (1102) error message. There was no patient involvement.